Event description:
It was reported that an ilet user experienced fluctuating glucose levels, with a high around 340 mg/dl followed by a downward trend to 104 mg/dl confirmed by fingerstick, after recently replacing both the sensor and infusion supplies due to low insulin and performing a supply change that returned levels toward normal; no missed meal announcements or infusion set issues such as leaks, moisture, or bent cannula were reported. Symptoms included high glucose with a subsequent urgent low soon alert. Outcomes included the need for troubleshooting guidance, including taking small amounts of sugar to arrest the downward trend and proceeding with usual meal announcements if eating. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction identified, with cause of hyperglycemia unclear and subsequent downward trend likely related to recent supply and insulin status changes without confirmed device component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.